Event description:
It was reported that via a remote transmission, it was noted that the pulse generator exhibited backup operation. The device could also not be interrogated. No intervention or patient symptoms were reported.